Manufacturer narrative:
Product analysis: analysis did not confirm that the programmer would not save to portable document format (pdf). Analysis found that the stylus did not work, the printer keypad feed button did not always respond, the left keyboard hinge was broken, the programmer froze during protected health data deletion, and an error was round in the software history and log file. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not save to portable document format (pdf). The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.